Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after receiving multiple shocks. Interrogation revealed that the right ventricular lead had dislodged, which resulted in oversensing and inappropriate therapy. High voltage therapy was disabled until the lead could be replaced on (B)(6) 2019. The patient was stable.